Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that they were using the auto mode feature on insulin pump at the time of event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high ketones on (B)(6) 2019 with blood glucose of 279 mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer was treated with insulin drip. The insulin pump will not be returned for analysis.